Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received a report from a user's wife who said her husband underwent a CT scan in 2023 due to chronic discomfort and was informed that multiple lung nodules had developed. A follow-up CT scan performed a year later revealed the presence of additional nodules. The user is seeking clarification on whether these health concerns could be related to the recall of their dreamstation auto CPAP device and is inquiring about eligibility for a replacement unit. The product associated with this complaint was not returned to the manufacturer. This report is being sent to conclude that no further investigation is possible. No device has been returned. No further evaluation is possible at this time. Multiple attempts to have the device returned for evaluation and investigation were unsuccessful. In addition, CAPA pr 7211 documents the investigation into similar complaints, correction/removal activities have been initiated (refer to h.9), and complaint code trending is reviewed on a periodic basis to evaluate field quality performance, and as an input to risk management activities. Box d, g and h has been updated in this report.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received a report from a user's wife who said her husband underwent a CT scan in 2023 due to chronic discomfort and was informed that multiple lung nodules had developed. A follow-up CT scan performed a year later revealed the presence of additional nodules. The user is seeking clarification on whether these health concerns could be related to the recall of their dreamstation auto CPAP device and is inquiring about eligibility for a replacement unit. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.